Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump emits an alarm every few minutes, but the alarm does not appear on the display or in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: there was no activity related to pi observed in pump histories. Pump exercised for 24 hours with no alarms occurring. Battery cap was not returned with pump; a test cap was used for all investigation steps. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.